Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken pin in the system controller power cable and a pin being lodged in a power cable connector was confirmed via evaluation of the returned system controller. Visual inspection of the returned system controller (serial number: (B)(6) revealed that pin 4, a redundant negative power line, had broken off and was missing from the black power cable connector. It was also observed that a pin was lodged in socket 5 of the black power cable; the lemo connector was observed to be cracked at this location. The pin lodged inside the black power cable connector was removed from the connector for testing. After removing the pin, the controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The missing pin 4 did not affect the functionality of the controller during testing as it corresponds to a redundant negative power line. The log file downloaded from the returned system controller contained approximately 7 hours of relevant data (B)(6) 2021 at 04:42:47 ¿ 11:54:38 per the timestamp). The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The driveline was disconnected on (B)(6) 2021 at 11:45:26 to exchange the system controller. The pump maintained a speed above the low speed limit without issue while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 28may2021. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that two pins of the power module patient cable and controller cable were broken off and still sticking in the respective counterpart. The controller was exchanged with the backup and the power module cable was replaced. Related manufacturer report number# 2916596-2021-04263.